Event description:
During manufacturer review of the published article "operative and technical complications of vagus nerve stimulator implantation, operative neurosurgery, december 2010, vol. 67, ons490; spuck, s, tronnier, v, orosz, I, schonweiller, r, sepehrnia, a, nowak, g, and sperner, j", it was identified that a patient had secondary transient palsy of the left vocal cord. This was felt to be caused by damage to the neural structure by placement of the electrode. The symptoms decreased within a year. Speech therapy was performed. The time of the event is unknown, as the article was a retrospective review from 1999 through 2008. Attempts to the author for further information have been unsuccessful to date.

Manufacturer narrative:
Article citation: operative and technical complications of vagus nerve stimulator implantation, operative neurosurgery, december 2010, vol. 67, ons490; spuck, s, tronnier, v, orosz, I, schonweiller, r, sepehrnia, a, nowak, g, and sperner, j.